Event description:
It was reported by the customer that a pyxis medstation es system had a drawer failure. The customer stated that there was a delay in the dispensing of the medication, but the nurse can still obtain medications from the pharmacy. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the reported malfunction could not be reproduced. A technical support specialist confirmed that the issue was resolved. The system functioned as intended after the technical support specialist troubleshooted the device. The contact information was left blank because no information was provided by the technical support specialist.